Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as caretaker change. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal), merovit injection (500mg, twice a day, intravenous) and amikacin injection (150mg, once a day, intraperitoneal) for peritonitis. On an unknown date, antibiotic treatment was stopped, pd therapy was discontinued, pd catheter was removed and the patient was transferred to hemodialysis (twice a week). At the time of this report, the patient has not recovered from the event. Patient hospitalization and retraining on the proper aseptic technique were not reported. No additional information is available.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.